Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 1 year, 6 months. The pump was not explanted. A correlation between the device and the report of a suspected stroke and the subsequent patient outcome could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On the evening of (B)(6) 2016, the patient developed unspecified signs of suspected stroke and the patient¿s family called the implanting center. The patient was unresponsive when emergency medical services (ems) arrived and intubated prior to arrival to the center. The pump was operating within normal limits from reports provided by the patient¿s family and ems/emergency room personnel. Given the patient¿s clinical presentation upon arrival at the center¿s ER, the family opted to discontinue support. On the morning of (B)(6) 2016, support was withdrawn and the patient expired. No diagnostics were performed to confirm a cerebrovascular accident. No further information was provided.